Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received replace battery now alarm. The customer¿s blood glucose level was unknown. Customer reports replace battery now alarm occurred without low battery now alert. Customer also reported that the insulin pump had power error detected alarm and customer was able to clear the alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery alarm or insulin flow blocked alarm noted. Device received with normal operating currents. No unexpected power loss alarm, replace battery alert or replace battery now alarm noted. However, power error alarm due to connector resistance issue.